Event description:
During a followup, a lead fracture was noted with decreased threshold values and increased impedance and sensing values. The lead was explanted and replaced. The patient was stable.